Event description:
Thirteen days after the index procedure, the pt returned to the hosp with chest pain for greater than 30 minutes. An mi was confirmed as a new q-wave was observed along with a rise in cardiac enzymes. The pt was taken to the cath where angiography cypher in the ramus. A balloon angioplasty was performed with a 2.5 x 20 mm avion plus. The inflation pressure is unknown. Also, a 2.75 x 16mm taxus stent was implanted however the deployment pressure is unknonw. The procedure was completed successfully. The pt was discharged twelve days later on aspirin and clopidogrel. Eight weeks after the index procedure, the pt was hospitalized for atypical chest pain. This event was graded as unrelated to the investigational device and procedure.